Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D11 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley between the grips, to be related to the customer reported complaint. For clarification, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No damage found to the insulation of the conductor wire or to the conductor wire. The root cause of thermal damage between grips instrument bipolar yaw pulley is typically attributed to the mishandling / misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was requested to be returned for analysis, but has not yet been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode has not be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# 420205-16 lot# n10210202-859) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4) for approximately 1 hour and 7 minutes. The alleged event occurred on the 6th use of the instrument. A review of the site's complaint history shows no complaints for any other events related to this instrument. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the tip of the fenestrated bipolar forceps instrument showed wear close to the jaw, leaving a spark. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The customer reported the instrument and cannula with gauge pin were inspected prior to use with clamp damage identified. A valley lab fx electro surgical unit with the cut and coagulation settings of 30 were used with the correct cords. The fenestrated bipolar forceps instrument was in use without issue for approximately 30 minutes for bipolar cauterizing when arcing near the mandible while the instrument tip was in contact with tissue. The customer stated a monopolar curved scissors instrument was in use when the arcing event occurred. Reportedly, no intraoperative collisions occurred, and the instrument had not been removed prior to the reported problem. The patient has not returned to the hospital with any post-surgical complications. No patient injury was reported. No photographic images or video recording of the procedure are available.